Event description:
It was reported that, during the use of the product, the customer noticed the cuff did not inflate. No patient injury was reported..

Manufacturer narrative:
PMA/510(k) is unknown. One sample was received in used condition, without their original packaging, decontaminated and inside a plastic bag. The returned sample was visually inspected at 12 in to 16 in and normal conditions of illumination; no damage was found on the components, no contamination, no failure mode conditions were observed, the sample met all specifications. The cuff was inflated inserting a syringe with air to the inflation line to see if it can be inflated; the cuff and pilot balloon of the sample could be inflated without losing air. The complaint was not confirmed, and the root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).